Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 71 year old male patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support the physician was unable to reposition due to suspected pigtail in the papillary muscle. The device was explanted.